Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified: crease flat and an opening on anterior. Leak test and microscopic analysis was performed which identified: a sharp opening on valve bond edge and crack valve. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.